Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, the valve was implanted at an implant depth of 2 millimeters (mm) on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc). A transesophageal echocardiogram (tee) was then performed, which revealed a paravalvular leak (pvl). Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed; however, while being removed, the balloon caught on the outflow crown of the valve, causing the valve to dislodge. A second transcatheter valve was then implanted. Additional information was received indicating that the pvl was moderate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, the valve was implanted at an implant depth of 2 millimeters (mm) on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc). A transesophageal echocardiogram (tee) was then performed, which revealed a paravalvular leak (pvl). Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed; however, while being removed, the balloon caught on the outflow crown of the valve, causing the valve to dislodge. A second transcatheter valve was then implanted.

Manufacturer narrative:
Continuation of d10: product ID (d-evolutfx-2329); product lot/serial number (unknown); product type: (0195 heart valves). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.